Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that during initial implant, after extending the helix of the right ventricular (rv) lead, high impedance and pacing failure was found. The helix was extended and retracted several times with the same results. The lead was removed and it was noted that there was tissue attached to the helix. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.